Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Name and date of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What was a reason for multiple cystoscopies? Please provide a date and surgical findings of performed surgical excision procedure? Other relevant patient history/concomitant medications? Product code and lot #? Will product be returned? If yes, please provide a return date, tracking information? What is in physician¿s opinion a cause of this mesh exposure? What is the patient's current status after excision?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was reported that seven years after the procedure, the patient experienced a mesh exposure in vagina. The patient had multiple cystoscopies over the interim period from 2011 to 2018 and no erosion detected previously. It was also reported that the exposure of mesh in vagina lead to surgical excision. Additional information has been requested.